Event description:
It was reported that the customer has alleged that a caregiver has strained their back while transferring a patient. Customer has alleged the mattress is sticky and, as a result, it is difficult to transfer a patient. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported to the patient.